Event description:
Physician attempted to place a trocar into a patient for a laparoscopic procedure. The internal components of the trocar came apart. There was no harm to patient. Another trocar was obtained and surgical procedure proceeded without incident.